Event description:
Cuffs did not take accurate reading. Using with marquett body monitoring machines. Customer is also saying they believe the cuff is leaking where the lumen attaches to cuff. Cuff used in surgery for repair of tracheo-esophageal fistua would not give accurate readings during the procedure.